Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge was bent near the cartridge tubing, and unable to be loaded onto the pump. There was no reported adverse impact to customer's blood glucose level. Reportedly, a new cartridge was loaded to address the issue.